Event description:
Pt's mom reported that there was an issue with one of the cartridges (lot#: aa0993) that they were trying to use and described it as the little spring that connects to green part wasn¿t seated correctly, so when they were trying to prime it, it would say occlusion. So, they changed the cartridge and used a new one in which the spring was connected to the green part and seated well and it worked. Mom confirmed the pt continued the infusion after using a new cartridge. She said pt lost some medication during this incident and now she just need to order the drug. She said pt just received a shipment for cartridges and durable medical equipment and doesn't need any for now. Also, she said pt has gastroparesis in which md is aware of it and takes medication for it. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Resolved? Yes. Reported to (B)(6) by: patient/caregiver.